Manufacturer narrative:
The device was received with a blank display due to moisture damage. There was a constant audio tone due to moisture damage at the electronic assembly. There was also moisture damage on the motor, vibrator tube, and battery tube assemblies. The unit was unable to perform any testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, operating currents, unexpected restart error, and off no power tests along with the self test due to the blank display. The following physical damage was noted: minor scratched lcd window, cracked casing at the reservoir tube window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump fell in the sink while the water was running; the display went blank. The patient's blood glucose at the time of incident was 220 mg/dl. Troubleshooting was initiated. The customer confirmed that fluid entered the bottom right corner of the display screen. There was a crack on the bottom of the reservoir compartment as well; when the customer removed the reservoir there was water inside. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.